Event description:
It was reported that a hemodialysis (hd) patient (pt) experienced an allergic/toxic reaction manifested by respiratory distress, diaphoresis, and hypotension coincident with hd therapy with a xenium hemodialyzer (further details not provided). Subsequently, the hospital discontinued using this kind of dialyzer. At the time of this report, the pt was in good condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.